Event description:
It was reported to philips that system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not turning on. Review of the system log file showed that ippc capacity was found to be full. To resolve the issue, fse went onsite and checked the host pc, cleaned the rams, changed the bios battery and replaced the host hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.